Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing severe hyperglycemia with ketonemia. Customer's blood glucose reading ranged from 352 to 545 mg/dl with ketones levels ranging from 29 to 47 mg/dl. Troubleshooting was done. Product is not expected to return.